Event description:
It was reported that the device would take a long time to charge to lower energies, and intermittently at higher energies. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control recommended customer replacing the power conversion pcb. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.